Event description:
Allegedly the liner was severely worn and osteolysis.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
Report will be updated when investigation is complete. Trends will be evaluated.